Manufacturer narrative:
A invalid manufacturer lot code was provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the tampons were missing strings and she did not use the tampons. She experienced this issue with multiple tampons.